Event description:
It was reported that the right ventricular (rv) lead "failed" and had a "malfunction". The rv lead was explanted and replaced. Additional information has been requested regarding the rv lead "malfunction", however, it is not available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a proximal portion was received measuring 50.20 cm. A distal portion was received measuring 50.20 cm. The proximal conductor of the lead developed a fracture due to flexing while in vivo. Additional information: additional information was later obtained from the following physician and hospital indicating that there was no record of any lead malfunction. Product ID c154dwk lot# serial# (B)(4). Implanted:

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: competitor 4269 implantable pacing lead 1996-(B)(6), 4194 implantable pacing lead 2005-(B)(6). (B)(4).